Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the firing across the cystic duct the clips were scissoring. A different device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 2nd. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Yes outside.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, four scissored clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.